Event description:
It was reported that the patient's vns was showing high lead impedance was present. The physician indicated that both system and normal mode diagnostic tests were performed that each showed high impedance with dcdc=7. The patient was not experiencing any adverse events. No trauma or manipulation is believed to have caused or contributed to the high lead impedance. X-rays were taken and sent to the manufacturer for review. No gross lead discontinuities or sharp angles could be observed on the x-rays and the lead pin appeared to be fully inserted into the connector block. It was indicated that the patient recently moved to (B)(6) from (B)(6) and therefore the physician does not have any vns history available. Since the lead pin is fully inserted, it is likely that a lead fracture exists that could not be visualized on the x-rays. The patient has been referred to a surgeon for likely replacement of the vns.

Event description:
Attempts for the lead product information were unsuccessful as signed patient consent is required per the implant hospital.

Event description:
The explanted lead and generator were returned and underwent analysis. A returned product form was received indicating the replacement surgery occurred on (B)(6) 2012. The electrode portion of the lead was not returned. A lead discontinuity was confirmed in one of the coils near the electrode region. Pitting was observed at the site of the fracture. Dried body fluids were present in the inner tubing however no openings other than those made during the explant procedure were observed. The returned generator performed to specifications and no anomalies were found.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.